Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding patient receiving an unknown drug via an implantable infusion pump. It was reported that the entire system was being removed due to an infection. It was noted that the infection and pain at the pump site had been being managed by the hcp but that it was not doing well. No further complications have been reported as a result of this event.